Event description:
The user facility reported the unit emanating an electrical burning smell and sparking when in operation. No reports of injuries, procedural delays or cancellations. No reports of facility damage.

Manufacturer narrative:
A steris service technician inspected the unit and could not duplicate the reported sparking. He did identify that the motor was slightly discolored, but no evidence of sparking/charring. He replaced the motor based on the customer's report of sparking as a precaution. He did duplicate the burning smell and identified that the contactor on the front side of the unit under the chamber drain was fused/melted together. This was the source of the burning smell. He replaced the contactor. Following the repairs, he tested the unit and confirmed it was working to specifications. The unit was manufactured in 2009, is no longer under warranty and is under steris contract for service. During the last pm visit, the contactor was verified as operating properly through a check of the amperage.